Event description:
Fibers from the tampon flew every where [device breakage]. Case narrative: consumer reported via phone that the tampon fibers flew everywhere when removed from the wrapper. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.